Manufacturer narrative:
(B)(4). Method: the device is pending availability for return and analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: as the device was not available for analysis, no device testing methods were performed. For this reason results cannot be obtained. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: as the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Attempts were made to obtain additional information or return of the device for analysis without success. Should additional information pertinent to this case be received, a follow up report will be submitted. Information from this incident has been included in our product complaint reporting systems for monitoring, tracking and trending purposes.

Event description:
It was reported via the hotline nurse that a patient has two pumps after having foot surgery. States the saf pump today had an issue that she wants to discuss. States the other pump "has no control" but states can not find the rate and volume on it. States that she turned the saf pump up to 10 and 20 min later " I heard 5 beeps and then the pump deflated a big amount." States that when she turned it back to 8 , which is what anesthesia had set it to, "it stopped beeping and deflating and has been normal since." Notified that the pump does not beep/no alarms etc. She denies having any other device/machine that would have beeped. She denies any signs/symptoms of la toxicity. States feels fine, except for in pain and states pump still has some shape to it, didn't completely deflate. Husband confirmed also hearing the beeping and seeing the deflating. Info gotten for complaint and patient instructed to keep pump and cath after removal. Instructed to call anesthesia and notify and she states that she will. Additional information received on 1/14/2016: catheters were placed as a nerve block. There were two pumps filled on (B)(6) 2016 at 550ml(cc). Infusion begun on (B)(6) 2016, incident occurred on (B)(6) 2016. Environmental conditions were normal room temperature. Pumps were located next to infusion site and carried in a bag. Saf was not secured. The flow rate was changed from 8ml/hr to 10ml/hr at 12:00 on (B)(6) 2016. The bolus button was reported to not have been pushed. Additional information received on 1/15/2016: confirmed right ankle/foot surgery with the placement of two catheter/pumps. One pump was fixed at 540ml at 5cc/hr, site femoral, filled with ropivacine 0.2%. Second catheter was saf 550ml set at 8ml/hr, site popliteal, filled with ropivacine 0.2%. Surgery was (B)(6) 2016 in the afternoon. Pumps were to last 72 hours. The surgery performed: right medial displacement calcaneal osteotomy, fdl to navicular deep tendon transfer, debridement posterior tibia tendon deep deltoid spring ligament reconstruction. Attempts have been made to obtain sample for evaluation. No further information received. No patient injury or complication reported.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).